Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
Additional information: the codman valve is still implanted in the patient, and product code, lot number and serial number are unknown; therefore, the evaluation could not be performed. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time. If any additional information and/or the device become available in the future, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
On (B)(6) 2014, the customer/patient called and informed that he has made a decision of following the doctor's recommendation to be submitted to an x-ray and cat-scan to assess the shunt condition and setting. Once he receives the results, he will schedule an appointment with a neurosurgeon.

Event description:
Patient called directly the qa complaints & safety surveillance sr. Manager on (B)(6) 2014. Patient had a codman shunt implanted around 2007. He claims he is having mini-seizures and the cause of them is from the shunt. The sr. Manager highly recommended that he should go to the ER or urgent care if is having seizures. He is refusing to go see the two doctors he has been using in the past. A follow-up phone called was placed on (B)(6) 2014 with the customer/patient to see if he would require any additional help. Customer/patient made the same statements as he made on (B)(6) 2014. He refuses to see the two neurosurgeons that he has seen previously and did not want to go the ER and/or urgent care. Another recommendation was made that we both agreed. He said that was planning to do a research to see if he could find a list of neurosurgeons in the area, and then would choose one for a visit. I left my name and my phone number with him for any help that he made need in the future. Note that this shunt is implanted in the patient and product code and lot numbers are unknown.